Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the hardware was failed. A field service engineer (fse) found no lights for the entire drawer and tested the inner controller boards, which were still operational. Fse replaced the pyxibus module, restarted the station, and reconfigured the drawer in the storage space. Fse was unable to access hardware test application (hta) because the credentials were not connecting, and the stations were not accessible in remote smart service (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.